Manufacturer narrative:
UDI #: (B)(4). Event date: - exact date not provided but patient was seen in (B)(6) 2015 at which time refraction was noticed. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient treatment was done in (B)(6) 2015. Surgeon reported that during ifs flap creation she lost suction mid raster (while laser was firing) in right eye. Surgeon repositioned the same cone, and cut a whole new flap 30 microns deeper. Patient presented during post op treatment with significant epithelial defect and stromal inflammation. Surgeon elected to re-lift the flap at post op day #2 to irrigate and reposition due to 2+ diffuse lamellar keratitis (dlk). Patient was given oral and topical steroids and followed for several weeks to wait for flap edema to settle down. Patient was seen in (B)(6) 2015 and patient right eye post op +7.50 - 5.50 x 093 = 20/20 od (uncorrected visual acuity - ucva 20/60-). No issues with left eye as it was 20/15 post op. Surgeon has reason to believe that a lenticule was somehow ablated in the superior half of his cornea however, he is unsure if the refractive result is from the lasik flap or from the stromal bed.

Manufacturer narrative:
It was inadvertently not included in the initial report patient pre-op manifest refraction: -1.00 - 1.00 x 111. Right eye best corrected visual acuity in right eye 20/15 and also that for the patient follow up in (B)(6) the patient had a fairly quiet, seemingly well positioned flap. (B)(4). Surgeon reported patient event could be related to some sort of a stroma melt from aggressive post inflammation. (B)(6) visit: post op day 1 patient reported blurry vision in right eye. No tearing, light sensitivity or pain. Patient reported correct usage of postoperative medications. Right cornea with 2-3+ large inferior area of epithelial erosion 5mm x 5 mm. No flap opacities or inflammation. Bandage soft contact lens was removed and replaced. Uncorrected visual acuity (ucva) right eye 20/150. Left eye no complications and uncorrected distance visual acuity (ucva) 20/ 15. (B)(6) visit: dlk in right eye resolved with flap distortion remaining. Patient lubricating with sustained tears. Patient using no ophthalmic medications and no oral medications. Patient reports blur vision in right eye. Manifest was performed manually right eye +6.25 -5.50 x 094 20/30-2, left eye +0.25 sph 20/15. Autorefraction was used in right eye plus at 5.75-5.50x097, left eye +0.25 sph. (B)(6) visit: manual refraction right eye +725 -5.50 x 093 20/30-2, left +0.25 sph 20/15. Distance right eye visual acuity without correction: 20/ 60 pinhole 20/30-2. Distance left eye visual acuity without correction rx: 20/ 20. Surgeon plan of action: taper endoscopic pred forte 1% over next 4 weeks. Stop 5% sodium chloride solution. Continue artificial tears frequency. Return to clinic in one month to monitor manifest refraction. (B)(6) visit: manual refraction right eye +7.50 -5.75 x 093 20/20, left +0.25 -0.25 x 048 20/15. Cornea: assessed right-flap in position, with scattered haze. Left-flap in position, smooth, clear, non-inflamed. Distance right eye visual acuity without correction: 20/ 60-1 pinhole 20/25. Distance left eye visual acuity without correction rx: 20/15-1. Surgeon reported that vision through manifest refraction continues to improve and prescription provided for occasional use of spectacles. Surgeon plan of action patient instructed to finish pred forte 1% once daily in right eye and return to clinic in 6 weeks to consider surgical options in right eye. (B)(6) visit: patient notes vision right eye has not improved since last visit and claims that if he tilts the head down, he can see more letters on the chart. Distance right eye visual acuity without correction: 20/ 70 ph 25. Distance left eye visual acuity without correction: 20/15-1. Manifest refraction right eye +7.00 - 6.00 x 092 = 20/20. Manifest refraction left eye plano 0.25 x 035 = 20/15 os. (B)(6) visit: uncorrected visual acuity right eye 20/70 pinhole 20/30. Uncorrected visual acuity left eye 20/15. Manifest refraction right eye +4.75 - 5.00 x 092 = 20/15-2. Best spectacle corrected visual acuity in right eye 20/15. Surgeon looking into additional surgical options for the patient. All pertinent information available to abbott medical optics has been submitted.